Event description:
A customer reported that the insulin gauge on their pump was displaying an incorrect amount, showing only 10 units instead of the expected 250 units. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reloaded the cartridge and administered a 10.2 unit bolus, which resolved the issue. The displayed fill estimate was corrected to match the expected 190 units, thus resolving the discrepancy.